Event description:
It was reported that "the bed making a lot of noise when attempting to operate it".

Manufacturer narrative:
It was reported that "the bed making a lot of noise when attempting to operate it as intended and does not have any idea of where the noise is coming from exactly; it sounds like it's almost skipping. Customer did not have the sales/purchase order number available at time of call due to the purchase being back in 2020. Requesting troubleshooting assistance". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.